Manufacturer narrative:
A2: age at time of event: patient is 18 years or older. Device evaluated by MFR: promus element plus, mr,ous 3.00x38mm stent delivery system as returned for analysis with a shaft break and the distal shaft was returned. A visual examination of the stent found evidence of damage with struts from the mid-section to distal end stretched distally. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a midshaft break 108.8cm distal to the distal end of strain relief. The core-wire was exposed. The inner wire lumen was bunched and stretched at multiple locations. The shaft polymer extrusion was kinked at multiple locations. The customer guidewire could not be removed from the distal portion of the shaft due to the extent of the inner damage.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was deformed while loading over the wire and was stuck over wire. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was deformed while loading over the wire and was stuck over wire. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.